Event description:
While performing a laparoscopic hysterectomy, the doctor was using the thunderbeat 5mm 35cm front actuated grip. The alarm went off continuously for "short circuit" and "error". The tip was cleaned off multiple times and all connections checked multiple times. Unit was removed from the field and replaced with another thunderbeat. No issues after replacing thunderbeat. FDA safety report ID # (B)(4).